Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, dizziness and/or headache, hypersensitivity, kidney disease/toxicity and liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were 32 errors found. The manufacturer concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information. The following correction has been corrected in this report. In box d: product UDI has been updated. In box d: device serviced by 3rdp has been corrected. In box h: evaluation results code grid has been corrected.